Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch #l91x2k. The device was returned with the tissue pad was attached but damaged, melted and 100% present and no not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during a right colectomy procedure, at the time of use there was ceramics disassociation (teflon tip). Piece was retrieved. Unknown how case was completed. There were no adverse consequences for the patient.